Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an error code e224 which resulted in image loss during the case. There was loss of contact with the camera. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e224 was displayed because the communication with the camera head failed due to faulty cable unit. It was presumed that the device might have been broken because the circuit board was affected due to stress such as heat or humidity. However, we could not identify a cause. Olympus will continue to monitor field performance for this device.